Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfilling with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of underfilling was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there is "underfilling on multiple short draw tubes. The newest tube is the pink top."